Manufacturer narrative:
The model # was not provided.

Event description:
A (B)(6) customer received a blood glucose reading of 3.8mmol/l on the contour meter. His lab result was 1.9mmol/l and he was feeling shaky. He did not inform the medical staff of his symptoms but did eat candy to raise his glucose level. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The test strips are to be returned for evaluation.